Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed no anomalies were found.

Event description:
It was reported the device displayed premature battery depletion. It was noted the shocking events and device charges due to non-sustained events contributed to early replacement indication. The device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: sex, date of birth. If information is provided in the future, a supplemental report will be issued.